Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent dislodged from the catheter. The target lesion was located in a heavily calcified totally occluded portion of the left anterior descending (lad) coronary artery. The physician was unsuccessful at crossing the lesion with a 3.00x16mm taxus express2 drug eluting stent. Upon removal of the catheter the stent dislodged and remained on the tip of the guide catheter. The physician removed both the guide catheter and the stent delivery system at the same time , however, the stent remained in the sheath. The physician then retrieved the stnet from the sheath with a snare. The patient was sent for cardiac bypass surgery to treat the lesion. The patient is reported as ok.